Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to a potential insulation malfunction. As the physician was backloading the lead onto the wire and the back end of the wire came through the insulation of the lead. This lv lead will be sent back for analysis, replaced and never in service. No adverse patient effects were reported.